Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted once the manufacturers investigation is completed.

Event description:
It was reported that device had a driveline (dl) power fault and a driveline communication fault. The bedside nurse changed the controller before calling. There have been no further alarms since controller exchange. Patient did attempt suicide and did have driveline disconnect alarms that were noted on interrogation. Patient was originally admitted for psychiatric evaluation. Log file analysis from controller (B)(4) appeared normal until (B)(6) 2021 at 21:32:45 when a dl disconnect event occurred. The dl was reconnected on (B)(6) 2021 at 21:33:23 and the pump returned to operating at the set speed of 5600 rpm. Another dl disconnect occurred on (B)(6) 2021 at 21:44:53. The dl was reconnected on (B)(6) 2021 at 21:45:32 and the pump returned to operating at the set speed of 5600 rpm. A dl power fault occurred on (B)(6) 2021 at 18:37:23. The cause of the dl power fault was unknown. Another dl disconnect occurred on (B)(6) 2021 at 18:38:51. The pump was off for the remainder of the log file. The power was removed from the controller on (B)(6) 2021 at 18:47:10.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline communication fault alarms and driveline power fault alarms was confirmed via analysis of the log files; however, the alarms were not reproduced during testing. The reported event of the driveline not being seated properly was not confirmed. The submitted log file and the downloaded log file from the returned controller (B)(6) contained approximately 9.5 days of data combined (29mar2021 ¿ 08apr2021 per the timestamp). The driveline was disconnected on 06apr2021 from 21:32:45 to 21:33:19 and from 21:44:53 to 21:45:29, resulting in the pump stopping; this is consistent with the provided information that the patient had deliberately disconnected and reconnected the driveline a few times and is addressed via the pump investigation (reference MFR # 2916596-2021-03229). The pump regained the fixed speed without issue each time when the driveline was reconnected. A driveline power fault alarm associated with a power b broken fault was captured on 07apr2021 from 18:37:23 to 18:38:51 due to the current sense on line b dropping below the threshold amperage. A driveline communication fault alarm associated with com a and com b faults was also captured on 07apr2021 from 18:37:42 to 18:38:51. The driveline power fault and driveline communication fault alarms cleared when the driveline was disconnected on 07apr2021 at 18:38:51. The driveline disconnect alarm intermittently activated and cleared on 07apr2021 from 18:38:51 to 18:40:20 due to the driveline being connected and disconnected multiple times. The driveline was disconnected within 2 seconds each time after being reconnected. The driveline was disconnected once again at 18:40:20, the power cables were disconnected at 18:47:10, and the controller was then switched into sleep mode at 18:47:21; these events are consistent with the controller being exchanged. The driveline power fault and driveline communication fault alarms did not affect the controller's ability to operate the pump at the set speed. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The driveline was connected and disconnected from the controller several times without issue, and there were no physical anomalies with driveline connector on the controller. The system controller was disassembled to inspect the internal components for damage and no issues were observed. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 18jan2017. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the driveline power fault, driveline communication fault, low voltage advisory/hazard, power cable disconnect , and no external power alarm conditions, and the actions to take if the alarm cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ describes checking the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable, the system controller, and the system controller power cables. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. Heartmate 3 instructions for use (IFU)under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. This section explains how to properly switch between power sources. This section also states that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section also indicates to the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-03229. It was reported that the patient was not symptomatic due to the driveline disconnect events.